Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg values not provided). Customer also reported intermittent wake button alarms occurred. Contact declined to provide further information and declined tandem technical support¿s offer to follow up.